Manufacturer narrative:
Investigation found no defects or manufacturing deficiencies to the fluid path or needle mechanism that would contribute to an improper insertion of the cannula. No kinks or bends were identified on the exposed portion of the soft cannula. Fluid path testing showed that fluid was able to freely flow the complete fluid path. The download data from the device contained no timeouts, drive stalls, or hazard alarms, indicating that there was no struggle to deliver insulin. Although no damage was present, a root cause of unsure properly inserted could not be determined. Inspection of the soft cannula did not find it bent, kinked, or damaged. The download data from the pod contained no timeouts, drive stalls, or hazard alarms, indicating that there was no struggle to deliver insulin. The investigation found no evidence of any damage or manufacturing deficiencies to the soft cannula that would result in fluid failing to flow through the complete fluid path. No problem was found. The pod was returned with the cannula assembly fully deployed. The formed needle and soft cannula were inspected for abnormalities that would lead to pain during insertion, none were observed. The exact cause of the user reported pain during insertion could not be determined.

Event description:
It was reported the patient's blood glucose level rose to 368 mg/dl while wearing the pod between 4 and 24 hours. The patient reported being unsure if the cannula was properly seated in the infusion site (abdomen) as it appeared to be more on the surface of the skin. Upon removal of the pod, the cannula was found to be kinked.